Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent an anterior fusion from t5-t12 <(>&<)> posterior placement t3 to l2 and a posterior fusion from l2-l5 where rhbmp-2/acs was used on (B)(6) 2010 <(>&<)> (B)(6) 2012 . It was reported that the patient sustained unspecified injuries following implantation of rhbmp-2/acs. No further information was provided.